Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed to open. The system was restarted, unplugged, and then froze. After restarting it again, the drawer began functioning properly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubie b1 was stuck. A field service engineer (fse) assisted the customer with a failed cubie, all station settings had been correct, but the cubie failed to eject. The fse later manually ejected the cubie and switched the row tray, and the device became fully functional. Fse also assisted the pharmacist with reloading the medication. The system functioned as intended after the field service engineer repaired the device.